Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "low," which caused the customer to lose consciousness. Reportedly, customer woke to emergency medical technician to assist to with keeping the customer alert and responsive. A system check was performed, and it was found that the control iq software was not activated which contributed to the elevated bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.